Manufacturer narrative:
To date, information suggests that these medical devices remain actively implanted. At this time, investigation is complete. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead oversensed atrial fibrillation and delivered anti-tachycardia pacing (atp) and shock therapy, leading to exhaustion of therapy. The patient had presented to the emergency room as a result of the inappropriate therapy delivery, but was asymptomatic.